Event description:
A gamma3 nail has been fractured. More info will be provided.

Manufacturer narrative:
Device will not be returned. If the device or additional info becomes available, it will be provided on a supplemental report.